Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances on both leads. During the lead revision procedure on (B)(6) 2025, it was revealed that the patient also experienced twiddler's syndrome. The entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.